Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, approximately 1& ½ weeks post bilateral tha, the patient dislocated the left hip for which a closed reduction was performed. The event was considered resolved. This event (ae01 for subject 12.012 participating in polar3.hip.pro.2019.02 study) was preliminary classified as sade (serious adverse device effect); however, after further response from the investigational site, the event was considered unrelated to the study device ¿¿because the dislocation was caused by a fall¿ evidenced by the crf documentation. Based on this information, the aemb found the event to represent a sae (serious adverse event) unrelated to the use of study device, and do not anymore believe that the event represents a complaint allegation per pol-qa-010.¿ based on this information, no further medical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a bilateral tha performed on (B)(6) 2021, the patient suffered from a dislocation on (B)(6) 2021. Manual repositioning was performed. The causal relationship and severity have not been determined as of today.

Manufacturer narrative:
This report was inadvertently submitted under manufacturer number (B)(4), the correct manufacturer number is (B)(4).